Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, the pt underwent treatment of an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. On (B)(6) 2013, follow-up imaging showed infolding of the trunk with a proximal type I endoleak and aneurysm enlargement to 57mm (amount of growth unk). It was reported the graft appeared small in the pt's proximal neck. The cause of the infolding is unk. No further adverse events have been reported. Add'l info has been requested.